Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory split and fell into the patient. The tip cover accessory was removed from the patient during the same procedure. The procedure was completed with no reported injury. Per subsequent follow-up, the initial reporter confirmed that the tip cover accessory fell off during removal of the monopolar curved scissors instrument. The fragments were retrieved with the help of the instrument and assistant tool. The reporter clarified that when the instrument was taken out, the operating room staff noticed the clear silicone tip was missing. The mcs instrument did not collide with any other instruments during the surgical procedure. The mcs instrument wrist was straightened, and no resistance was felt upon removal of the mcs instrument through the cannula. The tip cover accessory was discarded.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has been discarded and is not available for failure analysis investigation. Root cause of the reported failure mode could not be determined for this alleged issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. The mcs tip cover accessory, when used as intended, provides insulation over a section of the endowrist monopolar curved scissors instrument so that radio frequency (rf) energy is only available at the instrument scissor tips. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. This complaint is being reported due to the following conclusion: all fragments were retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.